Event description:
During patient treatment with juvederm ultra in the nasolabial folds, the physician injected into the angular artery and blanching of the area was observed. The area affected included the left nasolabial fold, the nose, and the upper lip. The pt reported pain in the nose, swelling at the injection site, and induration in the lip. The physician reported the pt has lost some skin under the top lip. A nerve block was injected prior to the juvederm injection. The physician prescribed hyaluronidase, a beta blocker, massage, warm compresses, and an anti-inflammatory. The physician stated the pt left the office with decent color to the affected area. During f/u with the physician, the pt reported sloughing of skin at the upper lip.

Manufacturer narrative:
(B) (4). Device eval summary: the batch number hv24522406 was released by qc according to defined specifications. All the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The exact cause of the event is then impossible to determine.